Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received a cartridge alarm 19. There was no reported impact to the customer's blood glucose level. The customer declined tandem technical support's offer to troubleshoot at the time the customer called. Although attempts were made to contact the customer, no response was received.